Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that upon removal of the leads, there was no message. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.